Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information was received that the issue happened during a cardiopulmonary bypass (cpb) procedure. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) found the cap screw for the roller pump had backed out and caused the pump to jam. The fsr tightened the cap screw and the roller pump passed the run test. The unit operated to the manufacturer's specifications.

Event description:
It was reported that the roller pump head jammed. No other details regarding the nature of this event were provided.

Event description:
Per clinical review: the manufacturer's clinical specialist spoke with the perfusionist regarding the incident the team had with the heart lung machine (hlm) machine during a cardiopulmonary bypass (cpb) procedure on (B)(6) 2021. The team set up the hlm without issue for the procedure. Shortly after commencing bypass, the team engaged the roller pump in the vent position, and the pump jammed up and was unable to function as the vent pump. The team opted to move the pump tubing over to another open pump and the procedure proceeded without issue. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss due to this incident.